Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. D4: batch#: unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device was returned with no apparent damage and with a cecr45b reload(b) cecr45g reload(c) present. Several loose drivers was found in the device jaw. The reload(b) was received unfired the reload pan partially dislodged from right proximal side. The reload(c) reload was received with fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the device lot: e25120009, and no non-conformance's were identified. A manufacturing record evaluation was performed for the device lot/batch: e25120009, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that the device would not fire. Changed to another reload to continue the procedure but the same problem happened. Another device was used to complete the procedure. There was no patient consequence reported. No additional information was provided.